Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was fractured approximately 72.0 cm from the proximal end and kinked in multiple locations. The embolization coil was detached from the pusher assembly. Conclusion: evaluation of the returned device revealed the pusher assembly was fractured and the embolization coil was detached. Fracture of the pusher assembly may allow the distal end of the pull wire to retract out of the distal detachment tip (ddt), which will cause the embolization coil to detach. Since the ruby coil was reportedly removed from the procedure with no mention of pusher assembly fracture or detachment, the pusher assembly fracture, as well as the subsequent detachment of the embolization coil, were likely incidental and likely occurred after successful removal of the ruby coil from the procedure. The kinks were also likely incidental and may have occurred during packaging for return to penumbra. Since the pusher assembly was fractured and the embolization coil was detached, the root cause of the inability to advance could not be determined. The ruby coil embolization coil and lantern mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01356.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician deployed and detached two ruby coils into the target vessel using the lantern. While attempting to advance another ruby coil, the physician was unable to advance the coil out of its introducer sheath and into the hub of the lantern. The physician then made multiple attempts to adjust the lantern and ruby coil but was still unable to advance the coil out of its introducer sheath. Therefore, both the ruby coil and lantern were removed. It was reported that the ruby coil was able to be advanced out of its introducer sheath when not inserted into the hub of the lantern. The procedure was then completed using a new ruby coil and a new lantern. There was no report of an adverse effect to the patient.